Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Review of the history log found while the pump is in the off state while on battery power, the unit can intermittently power up, enter sleep mode, and then shutdown. Eval found chaffing on the back flex where it comes in contact to the right screw of the scanner bracket. The back flex was replaced.

Event description:
It was reported that a pump shuts down without user input. It was also reported there was no patient involvement.